Event description:
It was reported by the aci sales professional that a (B)(6) year old female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sheath was withdrawn from the tissue tract during which time it was noticed that the sealant had not been deployed and the advancer tube was not visible. The physician tried to re-advance and engage the pusher locks to deploy the sealant and position the advancer tube, but it did not work. The balloon was deflated and the device was removed. The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was hospitalized for unspecified and unrelated reasons. The patient's discharge date was not provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant grip tip was stuck to the catheter approximately 8mm from the balloon proximal tip and blood was observed on the outer surface. The advancer tube was engaged to the proximal tamp lock, compressing against the sealant. Shuttle cartridge, tamp locks and the advancer tube features were measured that may have contributed to the incident. All features were found to be within specifications. The review of the lhr (lot f1302301) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.